Event description:
A nurse reported that the metal particle was appeared at the wound during cataract surgery. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional investigation was opened for non sterile pack. As per the event code this file will be considered as non reportable. Hence it has been downgraded.

Manufacturer narrative:
Additional investigation was opened for non sterile pack. As per the event code this file will be considered as non reportable. Hence it has been downgraded. The manufacturer internal reference number is: (B)(4).